Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that there was sudden drop in the patient results. Upon the ccc specialist's recommendation, the customer opened the ion-selective electrode (ise) block and found that the mixer rotor was dirty. The customer cleaned the ise dilution bowl and mixer rotor and calibrated the ise. Quality controls were run, which were acceptable. The issue resolved after troubleshooting. The cause of the issue was due to the dirty mixer rotor. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low potassium (k) results were obtained on two patient samples on an advia 1800 instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument. The customer did not provide the results obtained upon repeat testing. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low k results.